Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated reason for cardioversion was due to atrial fibrillation (af).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the patient had more intense cardioversion performed. The ipg remains in use. No further patient complications have been reported as a result of this event.